Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing hypoglycemia. Blood glucose level of customer was 29 mg/dl at the time of incident. Customer stated that the insulin pump received insulin pump error alarm during basal. Customer did displacement test and self test, both tests were pass. Customer did high pressure test and it was also pass. Customer was experiencing symptoms of low blood glucose such as sweating, shaking, mental confusion and inability to follow the simple commands. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. Insulin pump had been dropped. Insulin pump will be returned for analysis.